Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03498. It was reported that an effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system and the closure device was deployed. Contrast injection was performed to assess the device and revealed a questionable effusion. A transesophageal echocardiogram (tee) was performed and confirmed the effusion with cardiac tamponade. Blood was drained and the patient was then stable. The device passed all criteria and was therefore released in the laa. The patient was re-assessed; there was no trace of effusion and the patient had recovered completely hemodynamically. Approx 48 hours later the patient was discharged home.